Event description:
The customer reported that the 9800 system continues to fluoro when the button is released. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The extended fluoro function was turned on and the customer elected to keep it on. The customer canceled the svc call.